Event description:
It was reported that: incident occurred on (B)(6) 2023. The tracheal cuff leaked after intubation. Patient was an edentulous patient. Immediate action: change of device. Impact on patient: no consequence. Medical impact: none.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for investigation. The manufacturer reported: "one actual sample for investigation was r eturned. Bronchial tube was inflated using endotest for both clear and blue cuff. The bronchial blue cuff passed as it was able to maintain its pressure at 25 mbar. The tracheal clear cuff failed as it was unable to maintain its pressure at 25 mbar. The tracheal clear cuff was observed under magnifying camera to observe the leak. It can be observed cut marks on cuff. In addition, visual inspection, 100% water leak test, inflation and deflation test were performed in manufacturing and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site. As per IFU, care must be taken to avoid damaging the thin-walled cuff during intubation. Based on the investigation, the defect mode on cuff leakage was matches with the complainant report. In conclusion, there was cut mark observed on the actual sample." Teleflex will continue to monitor and trend on this complaint issue.

Event description:
It was reported that: incident occurred on 28 dec 2023. The tracheal cuff leaked after intubation. Patient was an edentulous patient. Immediate action: change of device. Impact on patient: no consequence. Medical impact: none.